Manufacturer narrative:
The device was returned for analysis. During an angioplasty procedure, two opta pro balloons burst, and part of the second balloon remained in the patient. The target lesion was a calcified stenosis of the sub-renal abdominal aorta. It had been difficult to cross the lesion with the guidewire and angiographic catheter (brands unknown). Initial 8x4, 80cm opta pro balloon was used to treat the calcified lesion, but it burst around 10 atmospheres. The device was removed from the patient without difficulty. A second 8x4, 80cm opta pro balloon was used on the lesion, but the second balloon also burst when it was inflated to around 10 atmospheres. The physician experienced difficulty removing the device and needed to remove the guiding catheter along with the balloon catheter. Once the device was out of the patient, the physician noted the distal part of the balloon was missing. It was found stuck on the calcified lesion. An endoprosthesis was used to treat the lesion and to fix the distal part of the balloon at the same time. The patient was discharged the following day. The reported pta withdrawal difficulty was not confirmed, and the balloon burst and separate balloon reported were confirmed; however, the exact cause of these failures could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. In addition, the 100 % of the manufactured on opta pro products pass through 100% inspections before leaving the facility. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. A non sterile opta pro 8.0mmx4cm, 80cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, also the distal portion of the balloon was detached and not included with the returned device. It was noted that the proximal portion of the balloon presents an axial burst. The ib presents residues of dry blood. No tip and distal mb are included. The balloon profile could not be performed due to balloon conditions. No other anomaly was noted in the returned device. A scanning electron microscope was performed to the balloon and the results of the balloon exhibited no evidence of external or internal surface damage; however minimal elongation could be observed in the tear edge of the balloon. This balloon failure exhibited no other surface anomalies that could have caused the rupture. The marker band exhibited no anomalies. The balloon leakage functional test could not be performed due to balloon condition. The proximal seal od was measured using a caliper as go no go at 2.00mm and the seal passed without resistance or difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
During an angioplasty procedure, two opta pro balloons burst, and part of the second balloon remained in the patient. The target lesion was a calcified stenosis of the sub-renal abdominal aorta. It had been difficult to cross the lesion with the guidewire and angiographic catheter (brands unknown). An initial 8x4, 80cm opta pro balloon was used to treat the calcified lesion, but it burst around 10 atm. The device was removed from the patient without difficulty. A second 8x4, 80cm opta pro balloon was used on the lesion, but the second balloon also burst when it was inflated to around 10atm. The physician experienced difficulty removing the device and needed to remove the guiding catheter with the balloon catheter. Once the device was out of the patient, the physician noted the distal part of the balloon was missing, and it was found to be stuck on the calcified lesion. An endoprosthesis was finally used to treat the lesion and to fix the distal part of the balloon in the same time. The patient was discharged the following day.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.